Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor and could not see sensor wire present in sensor pod. Patient was not experiencing any discomfort from insertion site.